Manufacturer narrative:
Product labeling addresses this event under warnings as"...injectable gel must not be injected into blood vessels. Introduction of juvederm injectable gel into the vasculature may occlude the vessels and could cause infarction or embolization.

Event description:
Four days after treatment with juvederm ultra in the glabella, the patient presented with erythema, bruising and scabbing at the treatment site. The physician prescribed topical and oral antibiotics to prevent worsening of symptoms, which was felt could have led to permanent damage. The physician diagnosed a vascular event with a small amount of necrosis at the treatment site, which is responding well to light therapy.